Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, this device was evaluated by the customer who determined that the driver assembly needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator suddenly stopped while on patient. The patient was removed from the device and manually ventilated while the ventilator was changed out for another one. The customer confirmed that there was no patient harm associated with the reported event.